Event description:
It was reported that during use in a total hip arthroplasty, excessive lateral movement between the handpiece and the reamer attachment resulted in an oversized reaming of the acetabulum. The prosthesis required the use of cement rather than screws to secure the device. At this time, there is no report of injury to the patient.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by manufacturer. Investigation findings: an evaluation was unable to verify the reported problem as the product was not returned to conmed linvatec for investigation. A review of complaint history for this product shows no similar events since manufacture of this product in year 2003.